Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced recurrent low glucose while using the ilet and believed the device delivered too much insulin, leading to a severe hypoglycemic episode that required emergency transport and intravenous dextrose; the event was documented as cause unclear, with no device component implicated. Symptoms included hypoglycemia with a reported glucose level of 30. Outcomes included unexpected medical intervention with medication and an initial classification of hospitalization or prolonged hospitalization, though the user was not admitted, and the user resumed ilet use after recovery. Investigation included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no findings available and insufficient information to identify a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.